Event description:
It was reported that there was a failed transmission due to the device's implant detection being programmed "on". The device remains in use and the patient will be brought in to be reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.